Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017. The physician experienced difficulty implanting the paddle lead due to excessive scar tissue and was unable to implant the lead at the desired location. The procedure was aborted.